Event description:
A healthcare professional reported that during intraocular lens implantation (iol) surgery the surgeon found that the haptic was broken after implanting the lens into the eye. The lens was removed and replaced with same company different diopter lens on the same day and successfully implanted the lens.

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).